Event description:
Customer alleges the right hand leg would move in and out but the left hand leg would not. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model roze, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1150703 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The maintenance department at a facility, (B)(6), stated that the left leg of the lift (as looking at it from the backside) will not move in and out. The lift is utilized by the entire facility, but mainly 3 particular patients. The necessary parts have been sent and the lift has been repaired and is back in service. No injury alleged.